Event description:
A report was received from (B)(6) stating that during "prior to use" testing the endotracheal tube's cuff did not properly deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The returned device was evaluated for the reported 'cuff won't deflate' issue. The reported failure was not detected in the returned sample. No further actions are required at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).